Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 10/14/2009.

Event description:
A surgeon reported during insertion of an intraocular lens (iol), the iol was swiftly delivered into the eye which resulted in a partial rupture of zinn's zonules. The surgeon also reported an adhesion between the leading haptic and optic. Additional information has been requested.